Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly (rpta) due to error 86. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The rpta was returned to failure analysis, and the reported error was not replicated. System logs revealed error 86 indicating that the fault occurred in the field. A visual inspection found no issue related to the reported event. The rpta was installed in the golden system, the board voltage was checked and everything operated within range and programed successfully. The golden system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. Failure analysis concluded that no root cause was attributed to the reported issue. However, the root cause is likely due to an electrical component failure within the rpta.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a repeated non-recoverable 86 error occurred. The intuitive surgical inc (isi) technical support engineer (tse) reviewed the system logs and confirmed the reported error. The customer elected to swap out the vision side cart (vsc) to complete the procedure. After replacing the vsc, the system prompted the customer to remove all instruments to allow the universal surgical manipulators to complete self-testing. A tip-up fenestrated forceps instrument was stuck in usm 4 and grasping tissue. The tse assisted the customer with removing the stuck instrument and advised the customer to return it for failure analysis. The customer continued with the procedure, with no reports of patient injury.